Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with rewinding the insulin pump as well as with the infusion set and reservoir. The customer stated that it was impossible to change the reservoir and connect to the insulin pump. The customer's blood glucose was 22 mg/dl. The customer had treated herself with glucose tablets. Troubleshooting was done. Advised customer that her insulin pump was functioning as designed. Assisted customer with priming properly as well. Nothing further reported.